Event description:
The customer reported a data error on boot up and high ma error, and the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Connected to utility suit, erased program flash nodes, rebuilt, and reloaded calibration files from floppy disk. A collimator and filament calibration were also performed. The system was tested and found to be working as intended and returned to service.